Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after the patient underwent an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement. The target nodule was 3.3 centimeters (cm) in size and located in the left upper lobe touching the pleura. The procedure was completed as planned with no delays. Upon waking, the patient complained of minimal chest discomfort, and a chest x-ray was performed. A large-sized pneumothorax was identified, and a chest tube was placed. The pneumothorax resolved in 2-3 hours, then the chest tube was removed, and the patient was discharged home. The physician believed that the pneumothorax was procedure-related due to the target nodule's proximity to the pleura. The physician reported that the pneumothorax would have likely occurred via another modality and there was no device malfunction associated with the event.